Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line). This occurred on the homechoice (hc) machine during drain. There was nothing found during troubleshooting that could have caused or contributed to the alarm. There was no adverse event indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.